Event description:
Additional information received reported that the patient had an appointment with his healthcare provider (hcp) on (B)(6) 2015. The patient was still getting a shocking sensation at the base of his neck and at the battery site frequently. Impedances were checked and #10 was over 10,000 along with the others noted previously. The manufacturer¿s representative (rep) went through all groups and worked around that electrode and made sure it wasn¿t being used to see if that helped with the shocking. The patient¿s headaches were completely gone and he was satisfied with stimulation. The patient reported that the shocks were not frequent enough or bothered him enough to consider a revision. No further appointments were scheduled; the patient was satisfied with the result. He was going to contact the rep. As needed. No further follow-up was needed at this time.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that there had been no word from the patient since (B)(6) 2014 and he was instructed to call if the stimulation was unsatisfactory or uncomfortable. The manufacturer's representative thought that the patient was doing fine with good therapy because, in the past, the patient had never hesitated to let them know if something was not right.

Manufacturer narrative:
Concomitant products: product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 3708120, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID: 3708120, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. (B)(4).

Manufacturer narrative:
The previously reported evaluation code-results code has been updated as follows: no longer applies to the event.

Event description:
Follow up information received from the manufacturer¿s representative reported that the patient felt burning in the implantable neurostimulator (ins) pocket site all the time now. Impedance measurements on electrodes #9-15 were all over 10,000 ohms. It was noted that they tried to use only electrode #8 but the patient still complained of tingling at the device pocket site. The patient will be referred for a revision.

Event description:
It was reported that there were high impedances of >10,000 ohms on electrodes 7, 14 and 15. Even though the patient was not programmed on any of the affected electrodes, there was some tingling in the device pocket and the 5-6 inch area above, but, the sensation was not disturbing to the patient. There had reportedly been no falls. No further action was required at the time as the patient was receiving good stimulation to the painful areas. There was no follow up scheduled with the physician. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.